Event description:
It was reported that a hole was found on the balloon. During preparation of a 12.0 x 40, 75 cm charger balloon catheter, a hole was found n the balloon and it would not inflate. The device did not enter the patient's body. The procedure was completed with another of the same device. No patient complications were reported.